Event description:
The customer reported that the system screen was going white.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep removed and replaced the high voltage cable. The system functioned as intended.